Event description:
It was reported before use the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder had the cannulas break off or pull out. This event occurred 4 times. The following information was provided by the initial reporter: "when uncapping, the needle bent to the side and broke off the hub."

Manufacturer narrative:
H.6. Investigation summary bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for hub/collar separation with the incident lot was observed and failure mode for bent cannula with incident lot was not observed . A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to the hub/collar separation issue through CAPA 1277214 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder had the cannulas break off or pull out. This event occurred 4 times. The following information was provided by the initial reporter: "when uncapping, the needle bent to the side and broke off the hub."